Manufacturer narrative:
(B)(4). Concomitant medical products- selex/magnum mod hd 40mm +6, catalog #: s661140 lot #: 094740, e-poly 40mm +3 maxrom lnr sz24, catalog #: ep-108424 lot #: 301420, 3/8-24 apical hole plug 1/cup, catalog #: 123741 lot #: 792980, regen/rnglc+ ltd, catalog #: pt-116058 lot #: 768050, unknown cement, catalog #: unknown lot #: unknown, ti low profile screw, catalog #: 103533 lot #: 683410. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent initial right total hip arthroplasty and subsequently was revised due to stem loosening on an unknown date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The reported event was confirmed by review of the provided medical records/radiographs. Review of the available records by health care provider identified the following: findings: include any objective evidence such as lab tests, x-ray results, intraoperative findings. ¿ no records to review this event ¿ only mentioned that this occurred in second revision procedure op notes: ¿ "the stem became loose and it was revised to a cemented stem." No product was returned; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations/ anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.